Event description:
Leica biosystems rec'd a complaint regarding variability in the quality of tissue processing resulting in five (5) to ten "bad" blocks per run, using peloris tissue processor. A leica field support specialist (fss) attended the laboratory on (B)(4) 2013, in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the concentration calculated by the instrument software and that measured directly using the hydrometer was acceptable, except for bottles 6 and 10. The measured ethanol concentration for bottles 6 and 10 was 64% and 96% respectively and the calculated ethanol concentration for bottles 6 and 10 was 100% and 79% respectively. On (B)(4) 2013, leica biosystems rec'd info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 6 (ethanol) was removed from the instrument for 3 seconds , which is insufficient to complete manual replacement of the reagent, and the corresponding reagent station were reset at 03:01 am on (B)(6) 2013. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, an alternative value configured in the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the ethanol concentration was to be set to 100% in this instance. The properties of the reagent in bottle 6 prior to this user action were: (B)(4). The info is in accordance with ethanol concentration measured directly on (B)(4) 2013 using a hydrometer. Bottle 6 was used for the final dehydration step of the protocol from which sub-optimal tissue processing was reported, because the instrument software uses reagent concentration to select reagent stations when executing the protocol. The required minimum final reagent concentration for ethanol is (B)(4). The consequence of using ethanol at less than the minimum concentration are re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps and contamination of reagents used in subsequent steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a failure by the user to complete the manual reagent replacement process in accordance with the MFR instruction in the lieca perloris /peloris 11 user manual prior to commencement of the affected protocol.